Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set leaked not where it was connected to the triple connector that was used but at the medication side. The maxzero leaked at connection to syringe connector connected to the prefilled saline monoject syringe leaked around the threads under the luer. There was no patient harm.